Event description:
During an unrelated procedure, the set screw of the device was unable to be tightened. The device was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.

Event description:
During an unrelated procedure, the set screw of the device was unable to be tightened. The device was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported event of a set screw anomaly was confirmed. The device was above elective replacement indicator (eri) upon receipt. Analysis revealed a torque driver was unable to engage with the left ventricular (is4) set screw due to the set screw being completely backed out from the set screw threads, as a result of unscrewing the set screw too far. When the screw was placed back into the set screw threads, the screw operated normally in affixing the test lead to the header. The set screw anomaly was consistent with having occurred during the lead repositioning procedure.